Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited intermittent high shocking lead impedance measurements greater than 200 ohms. Boston scientific technical services (ts) provided troubleshooting options. Subsequently, the analysis of submitted memory download revealed a history of out of range shocking lead impedance measurements going back to at least the previous year. It was reported that the issue will not be addressed invasively. Remote patient monitoring and clinic visits will continued. It was also mentioned that the pace/sense portion of the lead had been capped approximately five years prior due to an unspecified product performance issue. The system remains in service. No adverse patient effects were reported.